Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient experienced a right atrial perforation. The lead was found to be dislodged and unable to capture with no asystole. As a result this lead was explanted and replaced. The patient was hospitalized and required intravenous antibiotics as part of the treatment. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient experienced a right atrial perforation. The lead was found to be dislodged and unable to capture with no asystole. As a result this lead was explanted and replaced. The patient was hospitalized and required intravenous antibiotics as part of the treatment. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient experience a right atrial perforation. The lead was found to be dislodged and unable to capture with no asystole. As a result this lead was explanted. The patient was hospitalized and required intravenous antibiotics as part of the treatment. No additional adverse patient effects were reported.

Event description:
It was reported that this patient experience a right atrial perforation. The lead was found to be dislodged and unable to capture with no asystole. As a result this lead was explanted. The patient was hospitalized and required intravenous antibiotics as part of the treatment. No additional adverse patient effects were reported.